Event description:
It was reported that catheter entrapment and shaft break occurred. During introduction of a 32 x 3.50 rebel bms stent over the 0.014 guidewire, the device became trapped. During maneuvers to release the device, fractures occurred. The procedure was completed with another of same device. No patient complications reported and the patient status was stable.